Event description:
It was reported that the patient presented for a routine follow-up. Review of egms noted device delivered inappropriate antitachycardia pacing and high voltage therapy due to atrial fibrillation. The device was reprogrammed. Patient was fine.